Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they were trying to charge the implanted neurostimulator (ins) when the controller displayed system problem rm06. Patient stated that they had just walked around the block with their puppy dog and that they thought that the issue might have been because they were sweating or the equipment got hot while trying to recharge the ins. Pt said that they had reset the controller and were now trying to recharge the ins; pt confirmed seeing recharging excellent indicated. The troubleshooting steps that were taken resolved the issues. As pt had already reset the controller and resolved the reported issue, patient services (pss) did not obtain the controller serial number during the call.  [See general text for omitted information.] On (B)(6) 2023 additional information received from the patient. Pt called back because they continued to see error messages when recharging the implanted neurostimulator (ins) as previously mentioned in this case, but they also saw the "system problem: cannot continue: call medtronic: rm03" message when recharging the ins. Patient service specialist (pss) helped the pt inspect the rtm cord, rtm plug, and controller port, but no visible damage was detected and the rtm wasn't hot to the touch. Pt added the controller screen would fade in/out then go blank when trying to recharge the ins. Pss sent an email to repair for a replacement rtm through the exchange program. On (B)(6) 2023 additional information was received from a patient (pt). It was reported that they received the replacement recharger and the plug in part of the recharger was too big. Patient noted it would split the controller apart for a little bit. Agent suspected the issue was with the controller charging port and to inspect for damages, and patient got even more escalated and demanded the recharger to be replaced because they never had a recharger with an 'additional end'. A replacement recharger (rtm) was sent out. [See general text for omitted information.] 2023-06-28 rtg0450215, rpl 390884: (con): additional information received from the patient. Pt called back because they continued to see error messages when recharging the implanted neurostimulator (ins) as previously mentioned in this case, but they also saw the "system problem: cannot continue: call medtronic: rm03" message when recharging the ins. Patient service specialist (pss) helped the pt inspect the rtm cord, rtm plug, and controller port, but no visible damage was detected and the rtm wasn't hot to the touch. Pt added the controller screen would fade in/out then go blank when trying to recharge the ins. Pss sent an email to repair for a replacement rtm through the exchange program. 2023-jun-30 rpl 391146 rtg0450215 (con): additional information was received from a patient (pt). It was reported that they received the replacement recharger and the plug in part of the recharger was too big. Patient noted it would split the controller apart for a little bit. Agent suspected the issue was with the controller charging port and to inspect for damages, and patient got even more escalated and demanded the recharger to be replaced because they never had a recharger with an 'additional end'. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Review of this MDR and/or additional information received, shows that there is no information to reasonably suggest, that the device in this report may have caused or contributed to a death or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required, unless additional information received, indicates a reportable event.